Event description:
The facility representative did not specify the malfunction for a flogard infusion pump. The customer did not know if there was any patient involvement, injury, or medical intervention related to the device. Upon further investigation, the baxter quality engineer confirmed the problem as a door issue. This condition has the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was not confirmed in service; however, the quality engineer has confirmed the problem as a door issue. The cause of the problem was physical damage to the door . Service replaced the door to fix this problem. Should additional information become available, a follow-up medwatch will be submitted.